Event description:
It was reported that the lead was capped due to unknown other/non-product experience on (B)(6) 2022. No reported adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).